Manufacturer narrative:
Complaint conclusion: during a superficial femoral artery stenting procedure, a smart stent (120 150, sfa - 7x150mm) elongated to 30cm and difficulty was encountered removing the stent delivery system (sds). The device was eventually able to be removed from the patient. The procedure was completed successfully. The intended lesion was not located at the carotid bifurcation. The lesion was pre-dilated prior to stent implantation using a 6mm balloon at 8 atmospheres (atms). The percent of stenosis after pre-dilation was 30%. The target lesion was described as mildly calcified with 60% stenosis and no tortuosity. Thrombus was not present proximal to, at, or distal to the lesion site. The diameter of the unconstrained stent was sized 1-2 mm larger than the vessel diameter. The target lesion vessel length was 150mm. The target lesion vessel diameter was 6mm. The sheath introducer used was a 6f non-cordis device. The delivery of the sds to the lesion was ipsilateral. The stent delivery system did not pass through any acute bends. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. No difficulty or resistance was noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall opposition. The lesion was post-dilated after stent implantation using a 6mm balloon at 8 atmospheres (atms). The percent of stenosis after post-dilation was 0- 5%. No thrombus was noted post deployment. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The contrast used was a non-cordis product mixed with saline 50/50. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17721553 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The events reported as ¿ stent delivery system (sds)-ses~withdrawal difficulty - unable to¿ and ¿stent-ses~incorrect length - too long/stretched¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported events. As per the instructions for use (IFU), which is not intended as a mitigation ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent. The stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment.¿ the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a smart stent (120 150, sfa - 7x150mm) elongated to 30cm and the delivery system would not come out of the patient. The device was clinically used. The device has been discarded. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. The target lesion was the superficial femoral artery. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 6mm. The sheath introducer used was a 6f non-cordis device. The diameter of the unconstrained stent was sized 1-2 mm larger than the vessel diameter. The target lesion vessel length was 150mm. The target lesion was described as mildly calcified with 60% stenosis and no tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation using a 6mm balloon at 8 atmospheres (atms). The percent of stenosis after pre-dilation was 30%. The contrast used as a non-cordis product mixed with saline 50/50. No difficulty or resistance was noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. The lesion was post-dilated after stent implantation using a 6mm balloon at 8 atmospheres (atms). The percent of stenosis after post-dilation was 0- 5%. No thrombus was noted post deployment. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The delivery system was removed from the patient. The procedure was completed successfully.